Manufacturer narrative:
Sections with additional information as of 07-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation; customer had returned the incorrect test strips (replacement test strips along with replacement meter). Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes and customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1. Manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same. Customer had contacted her doctor after the initial call; customer stated that the nurse wanted to know her blood glucose but that she is still unable to obtain a reading on the meter. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same. No additional medical attention was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved replacement products resolved the initial concern - able to establish contact with customer who stated her symptoms are the same and stated she will have to watch what she eats. No additional medical attention was reported. Customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for unknown error message; customer did not recall what the error message was. The customer reported feeling like her blood glucose was low, she was feeling shaky and had a headache. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/16/2026; product storage and open vial date were not provided.